Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-02172, MFR#0001825034-2018-02173 medical devices: comprehensive reverse humeral tray pn115370 ln641770; comprehensive reverse glenosphere pn115320 ln166010. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left reverse shoulder arthroplasty. Subsequently, the patient was revised 1 year later due to wear of the glenosphere and instability of the shoulder.

Manufacturer narrative:
This follow up report is being submitted to report additional information concomitant medical products: 115370 name: comp rvs tray co 44mm, lot: 641770; 115320 name: comp rvrs shldr glnsp std 41mm, lot: 166010; 113649 name: comp primary stem 9mm std, lot: 991400; 118001 name: versa-dial/comp ti std taper, lot: 874180. Reported event was confirmed due to medical records received. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.